Event description:
It was reported that approximately 3 days post index procedure ((B)(6) 2024), the patient experienced thrombosis of the puncture point as the medication was administered to the patient and the outcome was resolved, without sequelae. The patient¿s condition as of (B)(6) 2025 with a modified ranquin scale (mrs) of 1. There¿s no significant disability, despite symptoms. The patient is able to carry out all usual duties and activities.

Manufacturer narrative:
Based on the results of the DHR review (device history record review), there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based upon medical review, patient vessel thrombosis observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to " patient vessel thrombosis".

Event description:
It was reported that approximately 3 days post index procedure ((B)(6) 2024), the patient experienced thrombosis of the puncture point as the medication was administered to the patient and the outcome was resolved, without sequelae. The patient¿s condition as of (B)(6) 2025 with a modified ranquin scale (mrs) of 1. There¿s no significant disability, despite symptoms. The patient is able to carry out all usual duties and activities.